Event description:
It was reported that the patient presented for leadless pacemaker (lp) system implant. During the procedure, it was noted that the atrial leadless pacemaker failed to capture upon fixation to the tissue. During repositioning, it was found that the patient had gone into atrial fibrillation while manipulating the atrial leadless pacemaker to the lateral wall. The lp was fixated, and upon release, was found to dislodge into the inferior vena cava. The lp was successfully retreived and it was elected to complete the procedure without using an atrial lp. The patient was stable.